Event description:
It was reported to philips that the system did not boot up successfully; it got stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer replaced the flexvision pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed malfunctioning of flexvision pc. Upon troubleshooting, fse found that the flexvision pc was off and couldn't be powered on, hence the system was not booting up. The cause of the failure of the flexvision pc could not be conclusively determined by the supplier's part analysis; however, to resolve the issue, fse replaced the flexvision pc. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.